Event description:
The following information was received from global pharmacovigilance (gpv)and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The cause of the peritonitis and recovery status was unknown. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e05013, and h11d03029. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.